Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon loaded a cc4204a implantable collamer lens, +21.5 diopter and the lens tore. There was no patient contact. The surgeon decided to implant a non staar lens. The reporter stated that the cause of event was unknown.